Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The device passed unexpected restart test. No device shut downs or unexpected restart noted. The device did have cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that customer recently got a new insulin pump and last week the device alarmed. The device shut down and reset itself. Customer's blood glucose is 5.6 mmol/l. The alarm was explained to customer. Customer delivered a bolus and it was recorded in the device history. A temporary basal was not programmed before the alarm. Customer has had the device for about three weeks. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).